Event description:
It was reported that balloon rupture occurred. A mustang 8.0 x 40, 75 cm was used in a bilateral kissing stenting procedure. The target lesion was located in the iliac artery. The balloons were used to post dilate a previously placed stent. During the procedure, two 10 x 40 mustang balloons ruptured during inflation. Then the 8 x 40 mustang balloon was used and also ruptured. The devices were removed without any problem, and the procedure was completed with an alternate device. No complications were reported.